Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose between 450 and 500 mg/dl. Customer stated he was throwing up and was feeling hot and cold. Customer stated he bloused 20 units for the high blood glucose levels, lowered to 385 mg/dl. Customer was informed by the doctor it was probably caused by a bad site. Customer declined troubleshooting for set pulling, set not sticking, and blood on site. Customer mentioned he was hospitalized on (B)(6) 2014 and may 2014, and during both hospitalizations there was blood on the site. Customer stated that blood was squirting out in the may hospitalization, but not as bad as the june hospitalization. No further information reported.